Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that a portion of the reservoir compartment had broken off. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 224 mg/dl at time of reporting. Nothing further reported.